Manufacturer narrative:
The drill was rec'd by the MFR, however, the complaint could not be replicated. Based on the results of the device eval, the drill performed according to all specifications. Preventative maintenance was performed and the device was returned to the user facility.

Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.